Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. No product identification is possible. Based on the investigation results, no definitive relation could be established between the product and the reported failure adverse consequence. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information will be provided. If further relevant information becomes available, the investigation will be reevaluated and resubmitted accordingly. Device evaluated by MFR: device disposition is unknown.

Event description:
The manufacturer became aware of a study from (B)(6) foot and ankle associates, (B)(6). The title of this report is ¿resorbable polymer pin inserted with ultrasound activated bone welding technique compared with a screw for osteotomy fixation in the reverse l bunion correction¿ and is associated with stryker sonicpin. Within that publication, post- operative complications/ adverse events were reported which occurred between october 2003 and february 2017. It was not possible to ascertain specific device or patient information from the article; a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication. Therefore, 21 complaints were initiated retrospectively for different adverse events mentioned in the study. This product inquiry addresses superficial cellulitis. 10 out of 15 cases. The study reports: ¿15 patients receiving a prescription for an oral antibiotic for superficial cellulitis with no effect on final postoperative result. None of these patients had lack of fixation purchase intraoperatively and none of these patients required additional internal fixation of any kind. None of these patients required an additional surgical procedure.¿